Manufacturer narrative:
D10: gif-h185 evis exera iii gastrointestinal videoscope. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus field service engineer (fse) visited the customer site. The device was repaired on site by replacing the maj-1430 (videoscope cable exera ii). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the issue (no image) was caused by a failure of the maj-1430. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image was not displayed. It is unknown when the reported issue was observed. There was no harm or user injury reported due to the event.